Event description:
As physician withdrew the device from the sheath, he noticed that the device had brokwn into two pieces. The motor housing remained attached to the catheter tubing, but the distal housing remained inside the sheath. The physician removed the device and sheath from the pt, with no adverse sequelae.